Event description:
It was reported that the ventilator had an issue related to positive end expiratory pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The evaluation of the provided logs confirms several peep low alarm and also expiratory minute volume: low, vt insp. Overrange, and inspiratory flow overrange were active during ventilation. Our field service engineer investigated the ventilator on site. During the testing, no abnormal deviations could be found. The parameters were checked with the customer and it was concluded that they may have affected the peep values. The ventilator is in working condition. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).